Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a cystourethroscopic exam, combined anterior and posterior colporrhaphy with enterocele repair, a colpopexy with extra peritoneal approach, sacral spinatus, and a bilateral iliococcygeal fixation due to stress urinary incontinence, pelvic pain, pelvic prolapse, cystocele, rectocele, and enterocele. Following insertion, the patient experienced pelvic pain, aggravated by sexual intercourse, urinary incontinence, dyspareunia, blood in urine, dysuria, frequency, urgency, vaginal bleeding and discharge. On (B)(6) 2011, the patient underwent a transvaginal obturator tape urethropexy with cystoscope for stress incontinence, first degree cystocele and rectocele. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced dysuria and uti. No additional information was provided.